Event description:
It was reported that during a da vinci s prostatectomy procedure, the console surgeon noticed a hole on the monopolar curved scissors (mcs) tip cover accessory, which was installed on the mcs instrument. When the hole was observed, the electrosurgical unit (esu) was in fulgurate mode and the recommended power settings were not exceeded. The mcs tip cover accessory was removed and replaced, and the esu was changed to desiccate mode to complete the planned surgical procedure. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusions: the tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed a. 020" diameter hole in the silicone. The hole is located halfway between the silicone parting lines, approx .150" above the silicone to sleeve interface. The silicone exhibits localized melting around the hole, indicating an arcing event occurred. An adjacent mechanical tear was found on one side of the hole and two additional tears were also found approximately 180 degrees from the hole. The mcs instrument used in conjunction with the tip cover accessory was also returned, however, no char marks were found on the instrument. The replacement tip cover accessory was also returned. Based on the results of the evaluation performed on the replacement tip cover accessory, MFR report #2955842-2009-00131 was submitted.